Event description:
Event description cpi received information that following the delivery of a shock, interrogation of the implantable cardioverter defibrillator indicated that the ICD had experienced a reset. The physician performed an invasive procedure and elected to replace the ICD. Testing of the transvenous defibrillation lead indicated that the lead was functioning appropriately.